Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) channel. The impedances were noted to have been increasing for nearly a year. The physician has elected to continue monitoring the system. The ICD and the rv lead remain in service. No adverse patient effects were reported.